Event description:
The following has been reported: biomed reported: "I just tried to run one more infusion before putting this into service, the pins made a bad grinding noise, and I have received a "service needed" message. Patient harm: no. Active infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: "date of this report" for follow-up # 001 was incorrect. Corrected "date of this report" to today, 09/09/2025.

Event description:
The device was returned for av assembly failure. The outlet fva pin was not able to be actuated fully. When a cassette was loaded the fva pin would make skipping sounds resulting in a tubing set misloaded alarm. An internal investigation found the outlet rocker arm of the fva was stuck and incapable of movement. The rocker arm will be replaced. No other damage was identified internally.

Event description:
The device was returned for av assembly failure. The outlet fva pin was not able to be actuated fully. When a cassette was loaded the fva pin would make skipping sounds resulting in a tubing set misloaded alarm. An internal investigation found the outlet rocker arm of the fva was stuck and incapable of movement. The rocker arm will be replaced. No other damage was identified internally.